Event description:
It was reported a bladder neck suspension procedure was performed without incident on june 11, 1998. The pt returned approx six months post procedure with vaginal drainage. It was revealed one bone anchor had dislodged. The anchor was surgically retrieved without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "patient bone density may affect placement of bone anchors (for example, loss of fixation, pullout of bone anchors, or difficult bone penetration)."